Event description:
It was reported that a pump has a system error 105. The customer stated there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of system error 105. The unit was received inoperable due to the reported symptom caused by a failed motor flex. The motor assembly will be replaced.